Event description:
It was reported that the patient was hypotensive and had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The first closure device was deployed in the laa, but did not meet release criteria and was fully recaptured. A second closure device was deployed using the same was and again this device did not meet release criteria and needed to be fully recaptured. During the recapture of this device the physician struggled to get the feet back into the was. The shoulders and anchors would not come through into the sheath. After much effort and more resistance felt the physician was able to recapture the device and remove it from the patient. The was removed from the patient as well and no damage was noted to it. A new was inserted into the patient and positioned in the laa. A new 30 mm closure device was successfully implanted in the patient. After the procedure was completed the patient returned to the post anesthesia care unit with chest tightness. The patient became hypotensive as well. The patient was evaluated with a transthoracic echocardiogram and a pericardial effusion was found. The physician tapped the patient at this time to drain the effusion. The pericardial effusion resolved and the patient was up ambulating the next day and doing well. On (B)(6) 2019 a week post procedure the patient expired following a thoracentesis complication that resulted in a massive bleed.